Event description:
It was reported that two (2) large volume infusors underinfused. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter first name, initial reporter last name, initial reporter facility name, initial reporter address: (B)(6), initial reporter city. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: device manufactured date: september 23, 2021 - september 24, 2021. H10:the actual device was not available; however, photographs of the sample was provided for evaluation. A visual inspection of the photographs was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A photo of the device showed the batch/lot number. The reported condition was not clearly observed via the provided photographs; therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.